Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital kept the devices.

Event description:
Patient had right hip revision. Patient suffers from dementia and has fallen several times. The gamma nail began loosening due to falls. The surgeon put in a bipolar as a result of the patient breaking the head of hip.